Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a smiths medical, cadd medication cassette, was exhibiting tiny bubbles and alarming air. It was reported the end user was unable to eliminate the tiny bubbles and used a new cassette. No adverse patient effects were reported. No additional information is available at this time.